Event description:
It was reported that (1) rpfxg was used during a radical prostatectomy procedure. It was reported by the rep that while using the rpfxg, a malfunction resulted in the improper functioning of the firing trigger and subsequent breakage. On the first firing, the instrument performed as expected, however on the second firing a problem occurred. The anvil closed and locked properly at this location, but when the surgeon squeezed on the firing trigger, there was some resistance followed by several loud cracking noises along with pieces of plastic breaking off from around the handle. The firing trigger did close but would not release by pushing the anvil release button. The surgeon was forced to pry the triggers open using several instruments and a great deal of force. The surgeon eventually open and release the anvil jaw and it appeared as though the instrument did not fire. Another instrument was used without further incident. There was extended or time by five minutes.